Event description:
It was reported during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was defective. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.125 x 0.136 was not returned with the instrument. The root cause of this failure is typically attributed to mishandling/misuse. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.060 - 0.107 in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling/misuse. An image of the tip-up fenestrated grasper instrument related to this event was received and reviewed by a regulatory post market surveillance (rpms) analyst. A review of the provided image is consistent with the allegation of a defective instrument.